Event description:
It was reported that during a lap chole procedure, the trocar was leaking. The rep could not visually see anything wrong with the trocar. The same trocar was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4): deformed seal assembly and duckbill. Evaluation summary: the analysis results found that the d11lt was received with the seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. No functional test was performed due to the returned condition. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.